Event description:
An initial event notification was received by united therapeutics drug safety on 02-sep-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 03-sep-2025. The patient reported a communication issue with their primary remunity pump on (B)(6) 2025. Later in the day, the pump went idle and would not recognize a battery. Upon attempting to switch to their backup remunity pump, the patient received a pump failure alarm. Troubleshooting was unsuccessful and the patient presented to the emergency room to receive intravenous remodulin therapy. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.